Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the suture needle broke. It was stated that the needle broke at or near the tip. The broken needle was retrieved without any complication the patient. There was no patient injury.